Manufacturer narrative:
The patient complained of moderate swelling and possible infection. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant risks signed off by the patient include infection of silicone block or infection of incision. On (B)(6) 2019, one day after the operation, the patient rated his pain a 4 on a scale of 1 through 10. For the patient's first post-op follow-up, the patient stated he was doing fine. It is noted that the patient's implant is positioned well. On (B)(6) 2019, the patient returned for drain removal and again was noted as healing well. On (B)(6) 2020, the patient's sutures were removed. On (B)(6) 2020, the patient expressed that he was "doing good" and urination was normal. The patient expressed concerns of mild penile swelling and possible infection. The patient did not have a fever or chills. He also did not have any irritation or discomfort/pain. He was instructed to ice, elevate, and apply compression. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, infection is listed as an anticipated adverse event. The instructions for use (IFU) also identify infection as a potential adverse event, which is communicated to the patient prior to implantation. The date of the reported complaint is less than 3 weeks from date of operation. Swelling is a common and anticipated side effect of any surgical procedure, especially close to surgical date when healing and recovery is still ongoing. The post-operative handbook that was given to the patient states, "you may experience some swelling and/or bruising of the penile shaft, scrotum, and lower abdomen for approximately one to two weeks after the procedure." On (B)(6) 2020, the patient submitted follow-up photos via email. There were no concerns with the follow-up photos in regard to swelling or possible infection. There was no further information regarding the possible infection or swelling. On (B)(6) 2020, the patient reported that he was "healing fine." In response to these photos, the patient was cleared for all physical and sexual activity.

Event description:
Patient complained of moderate swelling and possible infection.